Manufacturer narrative:
Corrected information: d4. Primary UDI: (B)(4). D9. Yes, returned to manufacturer: 07/03/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusions: 22. Additional information: d4. Lot #: 8698308r. H4. 03/17/21. Visual inspection confirms the tip of the tap has sheared off at the 50mm fluoro groove. The failure is likely due to attempt in re-direction of the tap too heavily with too much tap advancement. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse affects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device has not returned for evaluation. Photographs were provided which confirm the event of the tip breaking off of the rest of the device. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, a root cause cannot be determined. Multiple attempts have been made to obtain the device. If additional information and/or the device are provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the tip of the tap broke off into the patient's bone when reversing direction to remove it from the pedicle. The tip of the tap remains in the patient. There was a greater than 30 minute delay in surgery due to the event.